Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler and the patient death. However, there was no documentation in the complaint file to show a causal relationship between the death and use of the cycler. Additionally, there was no allegation of a device malfunction or deficiency reported for the event. The information initially reported stated that although the patient was connected to the cycler at the time of death, the death was not pd related. Although maintenance dialysis prevents death from uremia, mortality among patients with end-stage kidney disease (eskd) remains high. Among patients with eskd, cardiovascular disease accounts for approximately 50 percent of deaths. Based on the limited information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away at a nursing home facility while connected to the pd clinic¿s liberty select cycler. The death was reportedly not related to pd therapy. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away at a nursing home facility while connected to the pd clinic¿s liberty select cycler. The death was reportedly not related to pd therapy. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.